Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 185 mg/dl. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer was advised to repeat delivery of a 5 unit fixed prime until air bubbles are no longer visible. Customer was advised to change infusion set and assisted with a set change. Customer was guided through the set change and do the air bubbles troubleshoot protocol.